Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, patient experienced stoma site infection. Report stated that the patient was hospitalized on (B)(6) 2017 due to infection and drainage at stoma site and planned to replace the peg tube.